Event description:
Caller states that the pt tested 4.5 inr and 3.1 inr during duplicate testing. Pt's coumadin was reduced for one dose due to device results, however, no adverse event reported. Requested return of suspect device and replacement was sent.